Event description:
It was reported that the hex tip of torque wrench snapped off during procedure. Broken tip was in a single piece and was removed from the blocker prior to wound closure. Remaining blockers were tightened by hand using the universal tightener.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the hex-tip on the returned instrument was confirmed to be broken. This type of breakage has been investigated in a previous complaint; the root cause was an inadequate heat treatment process, resulting in embrittled parts. The material was not heat treated correctly resulting in high hardness (which makes the metal brittle). Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per specifications. This testing concluded that the breakage was due to semi fragile sudden rupture process initiated by a significant notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing.

Event description:
It was reported that the hex tip of torque wrench snapped off during procedure. Broken tip was in a single piece and was removed from the blocker prior to wound closure. Remaining blockers were tightened by hand using the universal tightener.